Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and they did not receive low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 119 mg/dl at the time of incident. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. Device was drawing a high amount of current when not active, plus it failed self test because it didn't vibrate when it was supposed to. Upon further inspection of the unit's interior, the battery compartment was heavily corroded plus the underside of the battery compartment had signs of fluid leakage. In addition to this there are signs of moisture damage on the ribbon cable which connects electrical board to electrical board.